Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there were high impedances and a lead revision was required. During the revision, the lead was going to be replaced, and the new lead was to be connected to the existing ins. However, since the blind connector could not be removed from channel 8-15, the ins was also replaced along with the lead. A second lead was also implanted. There were no contributing factors. Issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# unknown explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown, g2: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.